Manufacturer narrative:
There are controls in the manufacturing process to ensure the product met specifications upon release. During visual/microscopic inspection, the guidewire was returned broken in three segments (182.5cm, 9cm and 7.9cm). The proximal fragment was inspected, and the nitinol tubing was broken/fractured. The middle fragment was inspected, and the nitinol tubing was broken with the core wire and platinum wire exposed. The core wire was seen through the distal tip dome of the distal fragment. Functional inspection was not applicable as the guidewire was broken/fractured. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was confirmed based on analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomaly noted to the device. It was reported that using guidewire in a body case. A piece of the wire broke off. As per the available information the guidewire was used in a body case and not a neuro case. It was in the vascular system in the foot. The guidewire was returned with 2 distal fragments fractures and detached. It cannot be determined if the anatomical location of the treatment site may have caused or contributed to the reported event. Based on review of all information and results of the device analysis, it is probable that the guidewire was subject to excessive forced during use causing the guidewire to fracture, this is evident from the damage noted to the fracture points. An assignable cause of ¿procedural factors¿ will be assigned to the as reported and as analyzed ¿guidewire broken/fractured during use¿, as this issue is associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu but performance was limited due to procedural and/or anatomical factors during use.

Event description:
It was reported that during a body procedure, subject guidewire was broken. No further information is available.

Event description:
It was reported that during a body procedure, subject guidewire was broken. No further information is available.